Event description:
It was reported that the user experienced frequent pauses and intermittent pump stoppages in insulin delivery, along with partial meal announcements, and sought assistance interpreting device reports during a healthcare visit. Symptoms included episodes of high blood glucose. Outcomes included no reported alerts or alarms and no hospital admission. Investigation included collection of blood glucose context for hyperglycemia and request for recent logs on days when full meal announcements were not entered, with plans to review for any associated alarms. Investigation of this case revealed that the cause of hyperglycemia and pump pauses remained unclear due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.